Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified right coronary artery. A 3.5 x 8 mm nc trek was advanced to the lesion and inflated; however, the balloon would not inflate. The catheter was removed from the anatomy and again an attempt was made to pressurize the balloon, but it still would not inflate. Another nc trek of the same size was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned and the reported inflation difficulty was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.